Manufacturer narrative:
.

Event description:
Manufacturer review of the published journal article "generator replacement in epilepsy pts treated with vagus nerve stimulation, seizure (2005) 14, 89-99. Vonck k, dedeurwaerdere s, de groote l, thadani v, claeys p, gossiaux f, van roost d, boon p" revealed a pt had increased seizures with status epilepticus requiring hospitalization after vns generator replacement surgery. Medication was also added as an intervention. The pt never regained seizure control to the degree the pt had with the previous vns generator at the time of article submission. It is possible this event has been previously reported, but cannot be confirmed at this time. Attempts for further info from the lead author are in progress.